Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:39:02. During night drain cycle nine, the patient's ultrafiltration reading was 631ml, indicating the home patient (hp) drained 631ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Review of the event history log found evidence of the reported iipv event. The cause was that one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available a supplemental report will be submitted.